Manufacturer narrative:
It was reported that that the name of the selected trajectory did not correspond to the one displayed next to view along in the drop down menu. A DHR review and a complaint history review were performed and did not identify any contributory factors to the event. The analysis of data logs determined that the issue is due to a missing refresh of the display after modifying of the visibility of all trajectories.

Event description:
The university of michigan site was performing a seeg procedure on 18-feb-2019 using phone support with field service engineer. During guidance, surgeon wanted to review position of trajectory. Surgeon noted that view along was showing incorrect trajectory (showed last planned trajectory on the list of trajectories) on both robot and planning station. Surgeon highlighted desired trajectory, and view along would only show last planned trajectory. The desired outcome could be obtained if the surgeon selected entry/target point, and then went to view along from there. Screenshot taken by surgeon on both planning station and robot at time of occurrence. Patient under anesthesia and incision made. Delay <15 minutes.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.  (B)(4).

Event description:
The (B)(6) site was performing a seeg procedure on (B)(6) 2019 using phone support with field service engineer. During guidance, surgeon wanted to review position of trajectory. Surgeon noted that view along was showing incorrect trajectory (showed last planned trajectory on the list of trajectories) on both robot and planning station. Surgeon highlighted desired trajectory, and view along would only show last planned trajectory. The desired outcome could be obtained if the surgeon selected entry/target point, and then went to view along from there. Screenshot taken by surgeon on both planning station and robot at time of occurrence. Patient under anesthesia and incision made. Delay <15 minutes.